Event description:
It was reported that the patient was experiencing a jolting sensation and was not getting an adequate simulation coverage despite the reprogramming done. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well post operatively. The explanted scs system was not returned as it was not released by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(4), batch: 17274524.